Event description:
In preparation of the device after purging/flushing, air remained in the stent delivery system. Therefore, this device was not clinically used. Another precise otw carotid was selected for use on the female patient to treat a carotid artery lesion.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received as of to date (which is coded as "other"). However, any additional information will be submitted within 30 days upon receipt.